Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope communication error code e216, black image and debris on light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the finding "debris on light guide lens" is not established; the cause of the findings "scope communication error code e216, black image" is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.